Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the left ventricular lead exhibited loss of capture. The patient was brought to the clinic for assessment. It was noted that the lead had dislodged into the coronary sinus. The lead was explanted and replaced on (B)(6) 2015. The patients condition was good post procedure.